Event description:
After treatment with juvederm ultra and juvederm ultra plus in the lips, the patient presented with swelling and pain at the injection site. The physician has used amphidase, wydase and kenalog to lower the swelling, but the adverse event redevelops soon after. The physician said that the patient might be experiencing an allergic reaction. The physician said that the interventions were used to prevent worsening of the symptoms that may lead to permanent stretching of the lips and further pain. Recent follow-up with the physician noted the patient had a treatment with sculptra concomitantly and the intervention helped "somewhat". The physician noted the symptoms in the lips resemble granulomas seen with sculptra. Follow-up with the physician's office confirmed that both juvederm ultra and juvederm ultra plus was used to treat the area. Note that a medwatch was already sent to FDA to report the juvederm ultra use. The physician does not have the lot numbers.